Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Multiple attempts have been made to obtain additional information without success at this time. If additional information is received, a supplemental report will be submitted. (B)(4).

Event description:
Medtronic received information that one day following the implant of this bioprosthetic aortic valve, this patient presented with severe valvular regurgitation and the device was explanted and replaced. It was also reported that the device was inspected prior to implant. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.